Event description:
Poly insert was damaged during implantation. Patient will be revised to a tkr.

Manufacturer narrative:
Poly insert was damaged during implantation. Patient will be revised to a tkr. Review of the device history record indicates that the device was manufactured to specification.